Event description:
A surgeon reported experiencing incomplete flaps, and believes it is a side cut issue. Surgery was completed on the same day and no pt harm has been reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).